Event description:
During a total hip replacement, it was discovered that the penevac 1 that was being used was not turning off. The pen continued to activate when the coag button was not being activated. Once it was discovered, the coag button was pushed again to make the pen turn off. The penevac was then taken off the stile field. A new penevac was opened and placed on the sterile field. No pt harm related to malfunctioning device. This was a second of the same device that had this problem during this case. Separate medwatch was completed for the 1st penevac on this same date.